Event description:
It was reported that the patient stopped breathing the morning after implantable pump placement surgery. The patient was put on a respirator. The hcp reported that the patient's respiratory problems were most likely not related to the intrathecal opioid. The pump dosage was very low (1 mg/day). The patient had preexisting sleep apnea, and experienced respiratory distress/respiratory arrest probably secondary to oversedation during the procedure. The patient was discharged home. There, the patient experienced sweating, itching, crawling skin, and welts on his face. The patient had similar symptoms during the morphine trial. The hcp adjusted the pump dosage and instructed the patient to take benadryl. The hcp planned on replacing the medication due to the possible allergy. The patient outcome was reported as 'no injury'.